Manufacturer narrative:
The md4024-c is similar as our model yj-010 detachable armrest swing away footrest. The user should put down the guide bar mechanism completely during the usage firstly,then sit in a wheelchair. As stated in attachment 2. And there is no exposed screws in the middle of the seat cushion and the frame, only support seat tube bracket. The user may not put down the guide bar mechanism completely, and under this condition, the hand was at the middle of the bracket and the seat cushion, and he pull his hand cut forcefully from the trapped position, cause the hand to break. And in the middle of the seat cushion and the frame, we have pinching warning labels, such as attachment 2, but the user placed his fingers in the middle of seat cushion and the frame, it is improper operation. According to description, "there is no report of any product defect or malfunction" 1. Check the label inspection records.(attachment 3) and label test records (attachment 4) 2. Did not find md4024-c model in stock and customer did not send us more detailed information, we cannot find inspection records. 3. Check the fqc of yj-010. It is ok (attachment 1).

Event description:
Received mw5066838 from FDA. (B)(4) is the initial importer/initial distributor of the device which is a private label item for (B)(4). Patient placed hands around seat frame of wheelchair to steady himself as he sat down in the wheelchair. When his weight came down on the seat, the seat dropped approximately 1/2 to 1 inch allegedly pinching his fingers under the wheelchair seat. He automatically pulled his hand from the trapped position when the fifth digit, on the palm side of hand, was lacerated on an exposed screw. This screw was used to secure the seat fabric to the seat frame. The seat is on a sliding mechanism which allows the wheelchair to be folded for storage. When the chair was opened, the sliding mechanism did not slide to the full down position which allowed the wheelchair seat to drop when the patient sat on the seat. There is no report of any product defect or malfunction.